Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn¿t find other complaint on the lot n° 8700207. Checking the quality databases revealed no anomaly in connection with the described defect. This item is produced on the 4ss2 machine. During production due to the machine, it is possible to have some black dots on the package but according to our instructions and sarlat procedure (B)(6), we tolerate a small amount of black dots on our packaging. In this case we are conformed for this procedure.

Event description:
According to available information, a black powder was found in the primary packaging for this device. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, a black powder was found in the primary packaging for this device. No other adverse patient effects were reported.